Manufacturer narrative:
(B)(4). One used sample without original packaging was received for evaluation. Visual inspection revealed that the catheter tubing was detached from the bushing. The bushing remained attached to the cone adapter. The proximal end of the tubing was examined under magnification. Adhesive residue was seen to extend a distance of approximately 6mm. The proximal end of the tubing was examined under uv light. The application of adhesive appears to have consistent application around the tubing. The interior of the bushing was examined under uv light. Fluorescence confirming the present of adhesive was seen on only one side of the bushing. This was confirmed as a manufacturing issue. Corrective actions have been taken. A risk analysis was completed and based on the likelihood of event occurrence the overall risk remained within the same acceptable range. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 8030647-2016-00135 for the first patient. Refer to 8030647-2016-00136 for the second patient. It was reported that the suction catheter detached from the conical adapter. This happened during the second suction. The product was changed for a new one and there was no injury to the patient.